Event description:
Morbidly obese female here for removal of inferior vena cava (ivc) filter placed 2 weeks earlier at another facility. Filter became dislodged from retrieval device and lodged in left pulmonary artery. It was able to be retrieved and patient was discharged in good condition.